Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anrectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the first five bands were successfully deployed normally; however, the sixth and the seventh bands could not be deployed. The device was removed, and it was found that although the suture already popped out, the bands did not deploy at all. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anrectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the first five bands were successfully deployed normally; however, the sixth and the seventh bands could not be deployed. The device was removed, and it was found that although the suture already popped out, the bands did not deploy at all. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 4, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with two bands attached to it and the handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing returned with two bands attached to it, and the handle had evidence that the trip wire was secured. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on february 4, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anrectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the first five bands were successfully deployed normally; however, the sixth and the seventh bands could not be deployed. The device was removed, and it was found that although the suture already popped out, the bands did not deploy at all. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 4, 2025: it was noted that no difficulty was experienced upon setting up the device.